Manufacturer narrative:
H6 (health effect - impact code) updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawing found the device should be assembled with slack in the suture between the two implants when assembled onto the needle. An analysis of the customer provided image found the fast fix laying on the box of another product. T1 and suture are out of the needle. It looks like a second anchor could be out of the needle overmold assembly, but it isn't clear. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an acl reconstruction procedure, the t2 implant was missing from the fast-fix 360. However, the t1 implant was implanted on the meniscus. It is unknown if t1 was removed or left unsupported inside the patient. The procedure was finished with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).